Manufacturer narrative:
Citation: pollari f, et al. Risk of conduction disturbances following different transcatheter aortic valve prostheses: the role of aortic valve calcifications. J geriatr cardiol. 2022 mar 28;19(3):167-176. Doi: 10.11909/j.issn.1671-5411.2022.03.004. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of bioprosthesis choice and aortic valve calcifications on the occurrence of conduction disturbances after transcatheter aortic valve implantation (tavi). All data was retrospectively collected and analyzed from a single center between january 2012 and june 2017. A total of 569 patients were included in the study population. Patients were implanted with either a non-medtronic transcatheter valve (n = 521) or a medtronic transcatheter valve (corevalve = 27, evolut r = 21). Demographic characteristics of the medtronic transcatheter valve patients: predominantly male, mean age 80.5 years. No unique device identifier numbers were provided. One immediate procedural death (less than 72 hours after tavi) occurred in a patient implanted with an evolut r. The circumstances of the death were not disclosed but considering the time frame in which the death occurred, medtronic product may have been a contributory factor. Of the remaining 47 medtronic transcatheter valve patients, 5 (corevalve = 3, evolut r = 2) in-hospital deaths occurred. No statement was made suggesting a causal or contributory relationship between medtronic product and these 5 deaths. Among all medtronic transcatheter valve patients, procedural and post-procedural adverse events included: conversion to surgery (cor evalve = 1, evolut r = 1); unplanned cardiopulmonary bypass (evolut r = 2); coronary obstruction (evolut r = 1); valve malpositioning (evolut r = 1); ischemic stroke (corevalve = 1, evolut r = 1); disabling stroke (corevalve = 1, evolut r = 1); and unspecified major vascular complications (corevalve = 3, evolut r = 1). Conduction disturbances observed after tavi: new onset or worsening bundle branch block (corevalve = 19%, evolut r = 24%); transient high-degree atrioventricular block (corevalve = 7%, evolut r = 19%); and permanent high-degree atrioventricular block (corevalve = 30%, evolut r = 5%). The authors stated permanent pacemaker implantation was performed in cases of symptomatic bradycardia or high-degree atrioventricular block (third-degree or type ii second-degree) up to 7 days after tavi. No additional adverse patient effects or product performance issues were reported.